Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: on investigation, the battery compartment was cracked with evidence of moisture corrosion in the battery compartment. Leak testing confirmed moisture ingress at the site of the battery compartment crack. The returned battery cap was intact, without damage and able to fit securely to the pump. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported ¿power¿ complaint was duplicated. Further moisture ingress was found in the pump¿s interior compartment affecting the continuous glucose monitoring module.